Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was 395 mg/dl. The customer stated that the pump alarmed after battery change. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The customer also received no delivery alarms from the pump. The customer was assisted with performing 5.0 unit fixed prime. The customer declined to troubleshoot for high readings.